Event description:
Abbott freestyle libre 3 plus sensor began giving excessively low readings on (B)(6) 2026, by (B)(6) 2026 the sensor was reporting blood glucose levels as much as 50% below the readings measured by glucometer. I have the device now, but the device will be returned to the manufacturer (abbott) in about "3 to 5 days" once I receive the replacement device and the return label.